Manufacturer narrative:
Date of event is unknown. H3 other: device has not been returned to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was not detecting lock. There was no delay in therapy, no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in used condition, a peeled dso seal, scratched lcd lens, and a cracked battery compartment. A 'cassette unlatched and removed' alarm was revealed in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the inoperable latch lock flex was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.